Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 03/04/2024, the patent¿s stomach ¿churned¿, and she thought it was due to something she ate. On 03/05/2024, the patient could not hold down any food or water and did not feel well. The patient had been receiving low cgm values ranging from 41-75 mg/dl starting on 03/04/2024. Due to the low cgm values, the patient continued to self-treat by eating. The patient was unable to test her bg fingerstick value as she could not find her glucometer. Later in the day on 03/05/2024, the patient¿s mother took her to the emergency room. At the ER, the patient¿s bg meter reading was 1059mg/dl. The patient was very lethargic at this time. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with an IV insulin drip. The patient was discharged home after 24 hours in the ER. Of note, a cgm value of 55 mg/dl was reported; however, it was not specified when this value was observed. The patient was better and still recovering at the time of report. Although follow up attempts were made to gather additional information, contact was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.